Event description:
Post operatively the pt was reported to have 2nd degree burns.

Manufacturer narrative:
Testing of the unit involved indicated a temporary operation outside normal parameters that self corrected. Operation in this manner would not typically present a safety issue. An MDR was not filed within 30 days of becoming aware of the event because the complaint/adverse event was not determined to be MDR reportable based on the company's investigation of the complaint/event and existing procedures in place at the time info was received. Complaint reporting and MDR procedures have more recently been updated and prior complaints/adverse events reviewed. We are submitting this complaint/adverse event as a MDR based on our updated procedures within 30 days of the retrospective review."